Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker on the intellivue multi measurement server x2 was not working. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Event description:
The customer reported that the speaker on the intellivue multi measurement server x2 was not working. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. The following functional tests were performed: a philips bench repair technician (brt) evaluated the device and determined that the speaker made sound, but it was very quiet. The brt replaced the device speaker which resolved the issue. Results of functional testing indicate the device speaker was faulty. The device was operational after the replacement of the speaker assembly. The device failed to work as intended and was returned to service after the repair. The investigation concludes that no further action is required. The device remains at the customer site.